Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the event battery was not returned to zoll so we could not confirm the customer's suspicion that the battery was in a low battery state. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), being treated for trauma, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.